Manufacturer narrative:
The device was received, and an evaluation is complete.  Evaluation included a visual assessment as well as functional testing. Evaluation experienced a bad upstream occlusion sensor.  The cause was identified that the ultrasonic sensor reading was out of specification and which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a bad upstream occlusion sensor. No additional information is available.